Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The fault was determined to be a video connector failure which led to the image flickering. The backshell sub-assembly was replaced to correct this failure. The device was tested; good images appeared on the screen and color rendering was accurate. Service complete and the device was returned to customer.

Manufacturer narrative:
This product has not been received for evaluation, therefore the problem cannot be confirmed.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the monitor image was flickering, jumpy and snowy. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.